Manufacturer narrative:
Additional serial numbers: (B)(4). Additional lot numbers: r318,id422,r307,and id423.

Event description:
A review of the events indicated that patient samples tested on the echo v2, automated blood bank system produced inaccurate results. A review indicated that eight (8) patient sample tests using the echo v2 automated blood bank system produced: two (2) unexpected false negative results for the anti-e antibody; two (2) for the anti-k antibody; one (1) for the anti-jka antibody; one (1) for the anti-fya antibody and one (1) for the anti-c antibody. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vailing showed acceptable results. No single reason for the false negatives were determined and the malfunctions were allocated against the analytical instrument.